Event description:
Proactif clinical study: it was reported that the patient had liver dysfunction. Advanced, multicompartment dosimetry was performed to assess treatment dose. Pre-treatment macroaggregated albumin (maa) dosimetry documented, dose to total perfused liver as 340 gy. Dose to total perfused tumor was 492.3 gy. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was left liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii) and the left hepatic artery (irrespective of origin) (segments ii/iii/IV). 13.41 gbq of therasphere was administered to the left liver through vial 1. Post treatment dosimetry documented an uptake of the delivered dose; to total perfused liver was 397.9 gy and to total perfused tumor was 486 gy. On (B)(6) 2023, 26 days post index procedure, the subject experienced edematoascitic decompensation. On the same day, subject was hospitalized due to febrile abdominal pain with chills. Upon clinical examinations, computed tomography (CT) scan revealed ascites of great abundance, conjunctival icterus, and edema of lower limbs. The subject was diagnosed to have febrile edematoascitic decompensation with no identified point of appeal and probable tumor necrosis might or might not be associated with colitis. Medication was administered to treat the event and ascites puncture was attempted; however, it failed. On (B)(6) 2023, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
A2: date of birth: (B)(6) 1973. D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.